Event description:
It is reported to the manufacturer as a "trachea cannula device", the surgeon was able to find the laryngeal nerve with "no anomalies". It is reported that post operatively after recovery from the anesthesia it was discovered that the patient could not speak. "The physician used a laryngoscope to check the patient's throat and found vocal cord edema." Medication was used to treat the edema; last known patient update is that the patient is, "under recovery" and "doing much better than before".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Any missing information from this report is due to the fact it was not provided to the manufacturer. It is reported that the product is a medtronic product, this report is being filed in good faith.